Event description:
It was reported that post a stenting treatment procedure, stent thrombosis and a myocardial infarction occurred. In (B)(6) 2005, the patient presented with unstable angina. The 90% in-stent restenosed (non-bsc) lesion was located in the proximal third of the stent in the proximal third of the left anterior descending (lad) artery. The lesion was predilated using a 3.5x10mm maverick balloon, inflated to 6atm for 20 seconds. A 3.5x20mm taxus express2 stent implanted within the existing non-bsc stent, inflated to 14atm for 20 seconds. There was a lad spasm at the time of stenting which was treated with intracoronary and intravenous nitroglycerin. Medications given included: heparin and integrilin in (B)(6) 2005, the patient presented with recurrent chest pain. Angiography found the lad stents to be widely patent with timi 3 flow. In (B)(6) 2006, the patient presented with acute chest discomfort and an EKG consistent with anterior st elevated myocardial infarction. Angiography found the lad stents to be 100% occluded with 'fresh' thrombus. A 2.5x20mm maverick balloon was used to dilate the lesion. Timi 2.5 - 3 flow was obtained. Four passes with a non-bsc catheter were made to extract the thrombus. Inflations with a 3.0x15mm balloon were made along the length of the stented area. Timi 3 flow was obtained. However a 'fair' amount of thrombus remained. There was a small section distal to the stent, previous area of spasm, that appeared to have either a dissection or ruptured plaque. A 2.75x8mm liberte stent was implanted in the area of the 'dissection', inflated to 12atm. A mild amount if haziness remained. The patient was chest pain free and stable. Medications given included: heparin, reopro, adenosine, and integrilin. The patient was prescribed plavix and aspirin. In (B)(6) 2006, the patient presented with recurrent chest pain. Angiography found the mid lad stents are patent. The distal portion of the lad is small. The patient is to continue medical therapy with ongoing management.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).